Event description:
A bipap autosv was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the service technician observed blower foam degradation. Additionally, unrelated to the reportable malfunction, the technician observed 3 error codes and dust fail contamination. The device was scrapped by the service center after the evaluation was completed.